Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient and failure files were not received. The image provided showed the mapping catheter in its original packaging, identified with lot number 228221144; and foreign materiel was observed inside the packaging. In conclusion, the reported foreign materiel was confirmed through analysis of the image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fdm and fdr coding. Product event summary: the 990063-020 mapping catheter of lot number 228221144 was returned and analyzed. Visual inspection of the returned mapping catheter package showed the package was intact with no apparent issues. No anomalies were identified. The mapping catheter was received in its initial packaging unopened. A foreign object was observed on the mapping catheter which had never been used. In conclusion, the mapping catheter failed the returned product inspection due to the presence of a foreign object found on the unused mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, foreign objects were observed inside the mapping catheter before the package was opened. It was suspected that the foreign object was a suture. The mapping catheter was replaced which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.